Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1996. The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log and device service history was performed and revealed no failures or malfunctions that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. Upon conclusion of the investigation, the cause of the reported death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).